Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). Investigation results a fully constrained wallflex biliary rx uncovered stent and delivery system were received for analysis. Visual examination of the returned device found the stainless steel tube was not actuated beyond its reconstrainment limit. The outer sheath was detached/ broken at the outer diameter in the proximal exterior tube ¿ endoscope interface (near the guidewire access sheath) and the stainless steel tube was kinked. Functional evaluation found a 0.035¿ guidewire was not able to exit at the guidewire access port as an obstruction was felt 42.52 mm into the device. The noted damages to the returned device were consistent with excessive force being applied during device usage and are likely due to anatomical or procedural factors, which limited the performance of the device. Therefore, the most probable root cause of this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was to be used in the common bile duct during a stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure and outside the patient, the guidewire lumen was torn when the guidewire was advanced through the delivery system. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the outer sheath was broken at the outer diameter in the proximal exterior tube ¿ endoscope interface (near the guidewire access sheath).